Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated. Blocks d2a (common device name) and d2b (pro code product code)), and g4 (premarket / 510(k) #) were corrected. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code f19 captures the reportable event of patient underwent surgery to address the puncture in the duodenum. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted in the duodenum to treat hepatocellular carcinoma (hcc) during an anastomosis procedure performed on (B)(6) 2025. During the procedure, the first flange was initially attempted to be released; however, it did not open. The procedure continued, and the first flange was eventually released but in an incorrect location. As a result, the stent was removed, and the procedure was not completed. The patient was subsequently sent for an additional surgical procedure to address the puncture site in the duodenum. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat a hepatocellular carcinoma (hcc). However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat hepatocellular carcinoma (hcc).

Manufacturer narrative:
Block b5 was updated based on the additional information received on august 22, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code f19 captures the reportable event of patient underwent surgery to address the puncture in the duodenum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a hepatocellular carcinoma (hcc) during a procedure performed on (B)(6) 2025. During the procedure, the first flange was attempted to be released; however, it did not open. The procedure continued, and the first flange was released eventually but in a wrong location. The stent was removed, and the procedure was not completed. The patient was sent to an additional surgery to address the puncture site in the duodenum. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat a hepatocellular carcinoma (hcc). However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat hepatocellular carcinoma (hcc). Additional information received on august 22, 2025: it was reported that the procedure performed to treat the hepatocellular carcinoma (hcc) with the axios stent was an anastomosis.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code f19 captures the reportable event of patient underwent surgery to address the puncture in the duodenum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a hepatocellular carcinoma (hcc) during a procedure performed on (B)(6) 2025. During the procedure, the first flange was attempted to be released; however, it did not open. The procedure continued, and the first flange was released eventually but in a wrong location. The stent was removed, and the procedure was not completed. The patient was sent to an additional surgery to address the puncture site in the duodenum. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat a hepatocellular carcinoma (hcc). However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat hepatocellular carcinoma (hcc).